Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the pacemaker. Device interrogation revealed noise oversensing on the right ventricle (rv) lead. No changes or intervention were reported. The patient condition is stable.

Event description:
New information noted that both pacemaker and right ventricle (rv) lead. Pacemaker was explanted and replaced rv lead was replaced and unclear if it was capped or replaced on (B)(6) 2025.

Event description:
New information noted that both pacemaker and right ventricle (rv) lead. Pacemaker was explanted and replaced rv lead was replaced and unclear if it was capped or replaced on (B)(6) 2025. The patient condition is stable.

Event description:
The pacemaker was explanted and replaced. The rv lead was replaced (B)(6) 2025, and it was unclear if it was explanted or capped

Manufacturer narrative:
Correction: b5 for clarity.